Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent partially deployed as the stent was returned with the distal flange fully deployed but not fully expanded. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The additional observed damage of sheath kinked was most likely caused by procedural facts, such as excessive force and/or manipulation of the sheath. During analysis of the device, the stent and saddle did not expand when fully deployed. Stent expansion rates can be affected by compression, time, temperature, and humidity. Slower expansion is most common in larger stent sizes because they undergo the greatest compression within the catheter delivery system. As diameter increases, the stent is packed more tightly, which influences how it behaves once released. All stent sizes may show variation based on the degree of compression during loading. Larger diameters require more compression, smaller ones less, but any size can be impacted. Higher compression can temporarily reduce the unconstrained opening dimension compared to manufacturing specifications, resulting in slower initial expansion until the stent reaches its intended shape. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery-enhanced delivery system was returned for evaluation, with accompanying documentation including product labeling and photographs showing the stent in a partially deployed condition. Visual examination confirmed the device was received partially deployed, with the handle positioned in the second deployment position, indicating that deployment had been attempted. The distal flange was deployed but not fully expanded. A slight kink was observed at the proximal end of the stent pod sheath, along with an additional kink near the luer. The stent coating at the distal flange crown transition exhibited circumferential discontinuities (holes). No additional damage to the handle or sheath was identified. X-ray imaging demonstrated that the proximal portion of the stent was located near the radiopaque (ro) marker, indicating proximal migration of the stent within the sheath. Functional testing was performed, during which no resistance was encountered while retracting the slider. Upon full deployment, the proximal flange expanded; however, the distal flange and saddle failed to expand to their intended configuration. No evidence of stent folding or twisting was observed. Additionally, following a warm water bath, the distal flange and saddle remained unexpanded and did not achieve their designed shape. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent partially deployed were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician attempted to deploy the first flange; however, it did not fully open. The device was then removed, and the stent was partially deployed when removed from the patient. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Blocks d2a common device name, d2b pro code (product code, and g4 premarket / 510(k) # were corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician attempted to deploy the first flange however it did not fully open. The axios catheter was then removed, and the stent was partially deployed when removed from the patient. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician attempted to deploy the first flange however it did not fully open. The axios catheter was then removed, and the stent was partially deployed when removed from the patient. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.